Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-jul-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 25-jan-202. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after seven positioning attempts, the operator could not handle and position correctly the delivery system. Leadless ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.